Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: staff tech. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that valve on the precision access kit was leaking after insertion into the right internal jugular (ij) and a swan ganz catheter was placed. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. Additional information was received on 10 mar 2022: the procedure was a right heart catheterization. The leaking was just accepted as it was a venous procedure. The patient was stable. No other catheters were used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Historically, this complaint has been known to be caused by off-center insertion of the dilator through the sheath. The DHR was could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.